Event description:
During a permanent pacemaker procedure, as the physician operator was making a horizontal incision below the pt's left clavicle to form a pocket for the pacemaker generator and utilizing electrocautery for hemostasis at the incision, a spark or arc was noted and a gauze pad on the field became inflamed. The gauze pad was pulled off and the flame was put out. No injury occurred.